Manufacturer narrative:
The device was returned and review of the device data logs confirmed the reported complaint. The internal battery was received at 0% charge. The internal battery was charged to 100% to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device underwent complete loss of power. There was no patient harm or a serious injury reported as a result of this incident.